Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: the device was half-fired when the tilt top anvil was found loose. The anvil did not disengage when the stapler was fired. The stapler was placed trans anal to the rectal stump and no reinforcement material was used in conjunction with the stapling device. As only half of the anal stump was stapled, the surgeon excised the remaining tissue and made a new rectal stump. There was unanticipated tissue loss. There was no bleeding reported in excess of 500 cc. The case was extended by more than 30 minutes.